Event description:
During repair of diaphragmatic hernia laparoscopically, quill suture needle broke off into the pt's abdomen resulting in an x-ray and conversion from laparoscopic to an open procedure.